Event description:
It was reported that the pump was turned off although it was charged. As a result, the pump had not been delivering medication for an unknown length of time. The patient was in severe pain. Per reporter the staff removed the battery and installed 4 aa batteries. The issue occurred at the patient¿s home during opiate treatment for pain control. The problem was solved, and the pump was removed on (B)(6) 2024. There was patient involvement reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.